Event description:
Physician was attempting to deliver 2 endeavor resolute stents (2.25mm x 14mm and 2.25mm x 24mm) to a lesion in the rca with 98% stenosis with vessel tortuosity but resistance was noted and when the devices were removed it was noted that they were deformed. The physician changed to another stent to complete the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: multiple struts from the 7th and 8th proximal stent segments were raised, deformed and pulled proximally. There was greater separation between the 6th and 7th proximal stent segment, causing the distal end of the stent to overlap with the distal marker band. The distal tip was flared. The guidewire entry port was slightly torn. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 98% stenosis and tortuosity). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 98% stenosis and tortuosity). Inherent risk of procedure (stent deformation). (B)(4).